Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the device return date in section d9, update section h3, and to provide the completed investigation results. The actual sample was received for evaluation. Visual inspection revealed no breakage or other visible anomaly in the appearance. The actual sample was rinsed, and then subjected to visual inspection. No breakage or similar anomaly that could have led to clogging of fiber was confirmed. The actual sample was built into a circuit with tube, and then bovine blood (ht 25%, 37oc) was flowed through the circuit with a help of a roller pump. Normal flow rate was obtained. The actual sample was tested for its ultrafiltration performance. The test result was confirmed to meet the factory's control criteria. The pressure drop was determined during the circulation at 500 ml/min and tmp 400mmhg. The test result was confirmed to meet the specifications. IFU states: adequate heparinization of the blood is required in order to prevent it from clotting in the system. The capiox hemoconcentrator is designed to operate at flow rates within the range of 100 to 500 ml/min during ultrafiltration. Do not use blood flow rates outside this range. Less than 100 ml/min blood flow may cause blood coagulation in the device. Do not exceed 50% hematocrit at the blood outlet during ultrafiltration. Do not stop blood flow during extracorporeal circulation as it may cause clotting in the system. A blood flow of least 50 ml/min is recommended even if ultrafiltration is stopped by clamping the filtrate line. Bubbles in the system may cause clotting and blood damage. Based on the provided information and investigation results, there is no definitive evidence that this event was related to a device defect or malfunction. The investigation results verified the returned sample was of normal product. It was likely that the flow rate to the hemoconcentrator may have been reduced for some reason, resulting in over-concentration of blood, which may have caused the clogging. When highly concentrated blood flowed into the hemoconcentrator due to an administration of red blood cell concentrate or an inflow of de-hydrated blood, the blood might have been further over-concentrated and clogged. However, the exact cause of the reported event cannot be definitively determined based on the available information.

Manufacturer narrative:
Patient identifier - requested, not provided. Age & date of birth - requested, not provided. Patient sex - requested, not provided. Weight - requested, not provided. Ethnicity - requested, not provided. Race - requested, not provided. Date of event: requested, not provided. UDI - not required for product code. Implanted date: device was not implanted. Explanted date: device was not explanted. Health professional- requested, not provided. Occupation- requested, not provided. Name and address- requested, not provided. Phone number- requested, not provided. The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. For this reason, investigation conclusions code 11 has been referenced. A review of the device history record and product-release judgement record of the involved product code/lot# combination was conducted with no findings. Terumo medical products (tmp) (importer) registration no. (B)(4) is submitting this report on behalf of ashitaka factory of terumo corporation (manufacturer) registration no. (B)(4).

Event description:
The user facility reported the hemoconcentrator was obstructed during prime. The product was changed out and there was no delay to surgery, no blood loss and the surgery was completed successfully.